Manufacturer narrative:
"The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. "

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited a distal tip leak due to a pinhole on the channel tube. There was no patient involvement.